Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This mitraclip report is being filed due to atrial fibrillation requiring hospitalization and medication. Hospitalization is considered intervention to prevent a serious injury. It was reported that on (B)(6) 2015, 2 mitraclips were implanted in a patient with degenerative mitral regurgitation (mr), successfully reducing the mr from 4+ to 1+, without a reported device malfunction. On (B)(6) 2015, the patient was admitted to the hospital for symptomatic paroxysmal atrial fibrillation. Medication was provided and the event resolved. A transthoracic echocardiogram was performed showing no change in post procedure mr. The study physician considered the event as possibly related to the mitraclip procedure but unrelated to the study device. There was no device malfunction. There was no additional information provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation concluded that the reported patient effects were related to procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the mitraclips. The reported patient effects of atrial fibrillation, electrocardiogram changes (arrhythmias), and mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported additional treatment with medication and hospitalization were result of case-specific circumstances, as the patient was admitted to the hospital for atrial fibrillation and medication was provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, the additional information was received: on (B)(6) 2015, the patient was admitted to the hospital for atrial fibrillation with rapid ventricular response. This was a worsening of a pre-existing condition. During that same hospitalization, another transthoracic echocardiogram (tte) was performed showing that mitral regurgitation (mr) had increased to 2+, and worsening tricuspid regurgitation was reported. Per study physician, there was no device malfunction; the clips remained well seated, and the events were possibly related to the mitraclip procedure. The atrial fibrillation with rapid ventricular response resolved without sequela. On (B)(6) 2015, the patient was discharged from the hospital.